Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
A foreign matter was found in the connection part for bipolar code. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the instrument was received in the original unopened package. Evaluation of the instrument revealed a gouge on the plastic connector. It appears that this damage occurred during the manufacturing or packaging process. This is the first complaint of this type for this product code and lot number; therefore, it appears to be an isolated incident. The supplier was notified of this complaint and forwarded the photographs for their review on 9/2/15. A review of the DHR was requested. The supplier responded "currently we do not treat this as a non-conformance. I have reviewed the DHR and did not find any abnormalities". Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.